Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The reason for the call was the representative said they got a call from a doctor on monday night about a patient who is complaining to the doctor that even when the device is off, they feel some type of shocking all over, and down their arm. The representative said they didn't know when the shocking started, but the doctor saw the patient on monday for a follow up and the leads look good, they are very midline and there were no impedance issues. The doctor said even at a very low intensity, the patient feels the stim as soon as they turn it on. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The representative mentioned that the doctor was going to give the patient steroids to see if there was some nerve root aggravation, but now it's 5 weeks so that should have calmed down." The representative said they may need to see patient. Technical services suggested perhaps doing a reset command to the neurostimulator.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.